Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.